Event description:
During troubleshooting for a check patient line alarm, it was reported that the patient had connected to the patient line prior to the line being properly primed. Therapy was discontinued and proper procedures were reviewed with the patient. The patient planned to start therapy again the following night. There was no patient injury or medical intervention associated with this event. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned and the lot number was unknown, a device analysis could not be completed. However, this is a report of a use error, where the patient line was not fully primed prior to the patient connecting for therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.